Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and barbed suture was used. During a caesarean section, the doctor reported that the barb grip was weak. The product was used on the myometrium. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional h6 component code: g07002 unable to investigate further. Additional h3 investigation summary the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used suture piece outside the foil packet were received for analysis. Product code sxpp1b407. During the visual inspection of returned sample, marks consistent with contact from a surgical instrument were identified on the body needle. Further examination of the suture piece revealed the presence of body fluids along the strand and the end was noted to be cut. Due to the conditions of the sample, it was not possible to measure the barbs on the suture. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance., the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used suture piece outside the foil packet were received for analysis. Product code sxpp1b407. During the visual inspection of returned sample, marks consistent with contact from a surgical instrument were identified on the body needle. Further examination of the suture piece revealed the presence of body fluids along the strand and the end was noted to be cut. Due to the conditions of the sample, it was not possible to measure the barbs on the suture. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.